Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash on the back between the two back therapy electrodes of the lifevest. The rash was described as red, bumpy, and itchy. The patient's doctor prescribed a cream. Follow-up indicated that the irritation had improved.